Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient developed mrsa bacteremia and the whole system was infected. The device and leads were explanted on (B)(6) 2018. No further information was available.